Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the battery door was cracked. Unable to duplicate the customer?s reported issue. The root cause of the reported issues was not determined. No physical or any other damage was found on speaker or interconnect board. Actions taken to mitigate the reported issue: replaced speaker for preventive. Performed occlusion test and all functional passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that primary audible alarm post event occurred. No patient injury reported.